Event description:
A flexima drainage catheter was placed for therapeutic purposes. Less than twenty four hours after the procedure, a leak was noted and the device stopped draining properly. A new drainage catheter was placed and the patient is reported to be doing fine.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.